Event description:
This pt reported an impact to the head on the side implanted with a cochlear implant. After this incident, they could no longer hear. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is planned for 2005.